Event description:
It was reported that after implant, the patient had low r-waves and possible drop outs. On (B)(6)2010 prior to dft testing, the patient was observed to have poor skin color and was not breathing; possible pea. CPR was attempted but unsuccessful. The patient expired. It was noted that the patient had a history of ventricular blood clots. The physician believed that the patient had a blood clot in the ventricle that led to pea.

Manufacturer narrative:
(B)(4) - there is no allegation from a health care professional that the death was device related.